Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 509 mg/dl. The customer stated that they have a back up plan. The patient was treated with a bolus and will treat with a shot if he does not see his blood glucose going down. The customer found out that he did not give himself the bolus that he thought he had for his breakfast. The customer gave himself a corrective bolus.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.